Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose readings of 502 mg/dl. Customer stated that her blood glucose readings were stabilized and she was then released from the hospital. Troubleshooting was performed and the drive support cap appeared to be normal. Air bubbles were noted in the tubing. Customer's recent blood glucose reading was 232 mg/dl and has treated with a bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.